Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 2032227-2016-16153.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and causing the threshold suspend to be activated inappropriately. The sensor reading was 59 mg/dl while the blood glucose was 298 mg/dl after drinking apple juice. The customer had treated based on the sensor reading. The customer also had a low blood glucose 27 mg/dl. The customer treated with juice and by suspending the insulin pump.